Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(6) through the aware date. There were no similar complaints identified during the search period. The 27.29 analyte application manual states the following: limitations of the procedure st aia-pack 27.29 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 27.29, the highest concentration of ca 27.29 measurable without secondary dilution is 19.05 u/ml (400 u/ml after x21 dilution factor), and the lowest measurable concentration is 0.1 u/ml (2.0 u/ml after x21 dilution factor) (assay sensitivity). All serum or plasma samples are diluted 1:21 with sample diluting solution prior to initial assay either automatically on the aia systems or manually if so desired. Although the approximate value of the highest calibrator is approximately 20 u/ml (420 u/ml after x21 dilution factor), the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 19.05 u/ml (400 u/ml after x21dilution factor). Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 27.29 using st aia-pack 27.29. A ca 27.29 result below the upper reference limit of normal does not indicate the absence of breast cancer because patients with histopathologic evidence of breast carcinoma may have ca 27.29 assay values within the range of normal individuals. Conversely, a ca 27.29 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of breast malignancy since 1-2% of healthy individuals and individuals with non-malignant conditions may have elevations in ca 27.29 assay results. A ca 27.29 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease. The performance of this test has not been established for male breast cancer patients. The performance of this test with patients with central nervous system metastases has not been established. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. The most probable cause of the reported event could not be established.

Event description:
The customer reported failed american proficiency testing (api) testing for carbohydrate antigen 27.29 (ca 27.29). The survey sample results were high, so the customer recalibrated and reran the api material with acceptable results, which resolved the issue. No quality control (qc) issue reported. The analyzer is functioning as expected, no further actions required from tosoh. There was no indication of any patient intervention or adverse health consequences due to the reported event.